Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant fractured at the neck portion and was removed utilizing a trephine, bottom part of the implant was sucked up. Additional appointment required: yes, regenerate the area and place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® tapered certain® implant (xifnt3210) was returned for investigation. Visual evaluation of the as returned product identified that it was severely fractured ¿ only fragment of top part was returned. Functional testing and dimensional analysis could not be performed since the device was severely fractured. No pre-existing conditions were noted on the per. The reported device had been placed on an unknown tooth location for approximately 3 years. Device history record (DHR) review was completed for the subject lot number (2013091086). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (2013091086) and no other complaints about nonconforming products were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.